Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00115 on 30-mar-2023. Additional information (27-apr-2023): siemens reviewed the information provided, and there was evidence of potential foaming or abnormal reaction kinetics post reagent #2 delivery. The siemens cse (customer service engineer) performed maintenance, collected water from the wash probes, and observed particles in the water and the reaction bath. The cse replaced the water filters and degasser, flushed the system until the decontamination particles were removed, and replaced valve #19 to repair the reaction washer probe # 1. The performance of the atellica ch 930 was verified and acceptable. The cause of the falsely depressed creatinine_2 (crea_2) result is unknown, and the analyzer was operating as specified. No further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Event description:
The customer obtained a falsely depressed creatinine_2 (crea_2) result on one patient sample on an atellica ch 930 analyzer and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer. The customer stated the repeat result was higher and within the expected results. The repeat result was correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the quality control (qc) and calibration were within range at the time of the event. Siemens dispatched a customer service engineer (cse) to the customer site to check the dilution mixer and dilution washer positions. Siemens is investigating the event.